Event description:
It was reported that a lead intended for use was bent before surgery. The lead was not used and a different lead was used instead. No other information has been provided. The patient was reported as stable.

Manufacturer narrative:
The reported event for twisted/bent material was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.